Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had elevated pump flow and power, as well as multiple pulsatility index (pi) events. The patient's inr was therapeutic but the patient had high lactate dehydrogenase (ldh) levels in the week leading up to this event. Blood work and a uranalysis was performed. The ramp echocardiogram and urinalysis came back negative and their ldh levels remained the same. Hemolysis was not confirmed and the cause of the elevated pump power was not identified. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed power and flow elevations. A specific cause for the elevations could not conclusively be established through this evaluation. In addition, a direct correlation between (B)(6) and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. It was reported that the patient had elevated pump power and flow. The patient's international normalized ratio (inr) was therapeutic, but their ldh levels were high the week leading up to this event. Blood work and a uranalysis was performed. The submitted log file captured transient elevations in pump power and flow on (B)(6) 2021. The majority of the elevations appeared to be associated with pulsatility index (pi) events. The pump appeared to function as intended above the low speed limit throughout the duration of the file. The account later reported that the uranalysis was negative and ldh was higher compared to the previous level. The patient was asymptomatic and would continue to be monitored. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 "introduction¿ of the IFU lists hemolysis as an adverse event that may be associated with the use of the hmii lvas. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.